Event description:
Pt enrolled into the create pas trial. Following the procedure, the pt complained of numbness in the left hand, headache, and noticed mild left facial droop. Results of mra/MRI suggests multiple sub acute infarcts. All symptoms resolved at 1 month visit. No deficit to pt. Please reference MDR 2183870-2009-00109 for the spiderfx used in this procedure.